Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was returned for evaluation in a damaged condition. Visual and functional testing were performed. The testing could duplicate the customer reported problem. The root cause of the issue was determined as a damaged remote dose connector. However, during the investigation with visual testing there was a damaged(detached) dso seal found. The dso seal will be replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump did not recognize the cable doss remote. A detached dso seal was found during investigation. There was no patient involvement, no harm/adverse event reported.